Manufacturer narrative:
(B) (4). Physio-control failure analysis investigator isolated the failure to the analog pcb assembly. The root cause of the malfunction was an integrated circuit chip, designator u1 (h-bridge), that was internally shorted from pins 1-13. It was also observed that pin 13 was mis-soldered and the r212 resistor popped open during the second cycle of charging for performance testing. A replacement device was provided to the customer.

Event description:
Physio-control was performing an evaluation of a device returned on recall #z-0149-2009 at the failure analysis center. The device had a service wrench and fault codes logged in the memory. Performance testing observed that the device charged up to 200 joules but failed to deliver the energy. There was no patient use associated with the reported event.